Event description:
It was reported that this brady lead was a case of an attempted implant due to patient anatomy and physical damage to the lead. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to patient anatomy and physical damage to the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm a helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.